Event description:
During a routine device replacement procedure, it was noted the new device was unable to be interrogated with bluetooth telemetry. The device was interrogated using inductive telemetry to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of inability to communicate to the device was confirmed. Based on the review of the session records and system logs, the device is functioning as intended. The cause of the reported event was due to the bluetooth dongle not being detected by the programmer.